Event description:
Revision surgery - due to slight impending on posterior side. The surgeon went to larger glenosphere and cleaned off the posterior humerus. With bone gone, the patient had better range of motion.

Manufacturer narrative:
The reason for this revision surgery was implant impending on the posterior side. The length of the in-vivo service was 9.9 months. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing history of this part. All parts were found to meet design and manufacturing specifications. No non-conforming material reports (ncmr's) were associated with this part. The product complaint report history was reviewed and no trends or on-going issues were deemed as present or in need of review. This event is deemed to be non-product related. The root cause for impending was not reported. The surgeon cleaned the humerus bone and went to a larger glenosphere to remedy the patient condition. The scope of this investigation is limited without having the parts available to djo surgical for evaluation. Other conditions relating to this event could not be determined with confidence. Factors that may contribute to a dislocation not associated with the implant are: improper implant selection, degenerative bone disease, and improper surgical technique. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.